Manufacturer narrative:
The reported event of no communication was confirmed. The device could not communicate due to low battery voltage. Based on default parameter settings, the device performed to the expected longevity. No high current drain sources were found throughout bench and stress testing. The device was found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the explant of an implantable cardiac monitor for normal battery depletion. Following the procedure, it was noted that the device was in backup vvi, and the data could not be read. The patient did not experience any consequences.